Event description:
Device evaluation: mss reviewed pa test results for this complaint. Lifescan received the meter involved with this complaint (B)(4) 2015. Device evaluation was completed on (B)(4) 2015. The meter involved with this complaint failed testing. The complaint could not be reproduced. In addition a secondary issue was observed, the meter lcd was defective and flashing yellow. There was no indication that the product caused or contributed to an adverse event. This complaint was initially ruled out because there was no indication that the product malfunctioned during customer service troubleshooting and there was also no allegation of an adverse event as a result of the reported issue.